Event description:
Radiologist tech was preparing biopsy device for patient's breast biopsy. Tech attempted to test the biopsy needle twice and it did not sound like it was working correctly. Tech notified radiologist and he agreed the noise was not normal. This biopsy needle was not used. An additional biopsy device was used to obtain the biopsy.